Event description:
The complainant reported an asian patient had impella cp smart assist pump inserted in the femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had bleeding at the puncture site and blood transfusion was administered.

Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.